Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery. A xience alpine was implanted and a 3.0 x 8 mm nc trek balloon catheter was being used for post dilatation when the balloon ruptured on the first inflation at nominal pressure. There was no issue with the implanted alpine stent. Another trek was successfully used for post-dilatation to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.